Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -18.00/2.0/090 (sphere/cylinder/axis) tore/broke during injection/delivery into the patient's right eye (od) on (B)(6) 2023. The lens was not implanted. Patient contact was reported but no patient injury. A replacement lens was later implanted of the same model/size and similar power. The replacement lens resolved the problem. Cause reported as unknown.